Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the implant depth on the ncc was 5 mm and the implant depth on the lcc was 6 mm. Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, crown overlap to node 2 was observed. A pre-implant balloon aortic valvuloplasty was performed with a 22 mm balloon. Three attempts to implant the valve were performed, but the valve could not be implanted at a proper position because the valve dislodged deep to the left ventricular outflow tract during each deployment attempt. After three unsuccessful attempts, the valve was withdrawn and replaced by another manufacturer's valve, which was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.